Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. There was a special release on the whole order of (B)(4) about an oversized dimension on the tip. This non-conformance could potentially lead to this complaint condition. A non-conformance report about an undersized inner diameter on the tube was created. This non-conformance has no relevance to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two instruments were found not to be working properly during the cleaning process by the sterile processing department. They noted that the hinged portion of the matrix simple persuader cracked and became stuck. And the persuader for 4.0mm rods had a handle that repeatedly got stuck due to a possible hinge misalignment. There was no patient involvement associated with this complaint. There was no report of a time delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the leaf spring broke at the screw connection point, and is missing a segment of material. The relevant drawings for this device were reviewed. The design, materials and assembly of this device was found to be appropriate for its intended use. This lot was manufactured in november 2011; the only changes following the production of this device are in regards to the dowel pin, which is not associated with this complaint condition. The complaint condition was likely caused by excess force either while the ratcheting mechanism was engaged or as a result of other forms of mechanical resistance, as the leaf spring fractured at two points one of which was where it is affixed to the handle with a screw. This complaint is confirmed, however the design of this device was found to be adequate for its intended use, and the complaint condition is covered by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.